Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that the gas springs on the wall stand of a revolution xr/d system failed. A pt had released the wall stand tilt brake, causing the wall stand to tilt forward. The failed gas springs allowed the wall stand to tilt at a quicker speed than normal. No injury was reported from this incident.